Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that the cannula was malformed or compressed/kinked approx 1 inch from the tip of the cannula. The device was exchanged for another. The surgical procedure was completed successfully. There was no blood loss and no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The part in question was returned and the crushed tip was found to have been clamped. There were no previous issues of this nature in the device history review (DHR). The suspect cause was found to be user error. In this case the cannula was clamped in an area where it should not have been. Customer technique has been determined to be the root cause of this event. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.